Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they went to conduct a bolus, they smelled insulin and had wet spot where port was, and they noticed blood in the cannula. The customer states they changed everything out, but woke up in the morning with high blood glucose levels. The customer states their blood glucose level was 219mg/dl during lunch. The call was disconnected before troubleshoot could be conducted. The customer was not able to be reached.